Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned products noted: broken needle was returned loaded in left jaw of device. Needle was inspected under a microscope and needle was observed to broken at the suture swage. Pmv could not perform functional testing as needle was broken.

Event description:
According to the reporter, during the laparoscopic bariatric procedure, the device was fall out to patient¿s cavity. Needle was retrieved by the physician with graspers. Another units opened to complete the procedure. No patient injury noted. The devices are expected to be returned for evaluation.